Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10130. The pt received the scs system consisting of the ipg and two scs leads (same lot). It was reported the pt was not receiving stimulation. The pt was experiencing difficulty with remembering how to charge. During the procedure to replace the ipg, intra-operative testing revealed invalid impedances on the leads. The physician replaced the ipg (with another rechargeable model) and scs leads on (B)(6) 2011.

Manufacturer narrative:
Results: the complaint was not confirmed. As received, the device was subjected to mechanical and electrical testing and functioned within specification. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.